Manufacturer narrative:
Investigation revealed the following: there have been no changes in the material formulation. There have been no changes in the mfg process. The location of the break is approx 10.125 from the chamfered end. Processing engineering viewed the part under a 20x scope and are unable to determine the cause of the break. The investigation of our retainer piece revealed no cuts, nicks, or weak spots that would cause a break.